Event description:
It was reported that the patient presented for scheduled follow up. Upon device interrogation, multiple stored episodes of low impedance on the left ventricular lead were noted. During the follow up the impedance was good and in range. No intervention was performed. The patient would be monitored by remote care. The patients condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.